Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that steam pop occurred. During a procedure for pathway ablation in the right atrium with an intellanav mifi open-irrigated, the physician felt a steam pop. They were ablating at 40 watts, 40 degrees in power mode. The ablation was continued without replacing the catheter and no patient complications occurred. The ablation was completed successfully. There were no abnormal drops or rises in temperature when the steam pop occurred.